Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery did not charge from the beginning. There was no patient involvement. The customer contacted the philips response center. The response center shipped the customer a replacement battery. One battery was returned for failure analysis. The reported problem could not be verified in lab. The battery, received without any charge, was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally. The battery mode cf flag was set when the battery was received, indication that the battery needed to be calibrated. Battery calibration was successfully performed and resulted in a battery capacity of 96%. There was no fault found with this battery. The battery will be scrapped. The customer was shipped a replacement battery to resolve the issue. The heartstart mrx defibrillator remains with the customer.